Event description:
It was reported that during a da vinci low anterior resection procedure, the customer noted that the endowrist one vessel sealer instrument would not seal and burn all the way. The surgical staff opened a second vessel sealer instrument and that worked fine. On (B)(6) 2015, intuitive surgical inc.,(isi) obtained the following information: there was no error message and two audible tones were heard from the erbe generator. The vessels were not highly calcified or in excess 7mm of in diameter. The surgeon was holding the master grips fully closed throughout the sealing cycle and the surgical procedure was completed robotically. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations did not confirm the customer reported complaint not sealing. Visual inspection showed cord was cut off from the instrument therefore failure analysis investigation was unable to perform any kind of test. No other damage found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. Based on the information provided, this complaint is being reported due to following conclusions: the vessel sealer instrument was not sealing and burning all the way. The reported malfunction if to recur could cause or contribute to an adverse event.